Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers jammed, the device made an unusual noise while running, and it failed the power test. It was further determined that the electronic control unit and electric motor did not function properly and the internal components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear of mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not working properly. During in-house engineering evaluation, it was observed that the triggers were jammed. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.